Manufacturer narrative:
Results: no sample was returned, but a photo was attached, showing a needle whose np rubber sleeve, had not recovered the needle after use. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6232620. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® multi sample blood collection needle had no rebound on the tube side of the needle for the sleeve. No injury or medical intervention reported.